Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and right atrial (ra) lead had lost slack in the patient's pocket thought related to the patient's anatomy. The ra lead measurements were fine. However, the rv lead had higher thresholds related to microdislodgement. As a result, the rv lead was successfully repositioned and the ra lead was given more slack. No adverse patient effects were reported.